Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced high blood glucose. The customer's blood glucose was 349 mg/dl at the time of incident. The customer's blood glucose was 414 mg/dl at the time of call. The customer stated that her blood glucose was 172 mg/dl and kept getting high. The customer stated that he treated his high blood glucose with manual injections. The customer performed troubleshooting and did not found air bubbles and leaks. The customer declined to continue troubleshooting. The customer stated that the blood glucose might be due to infection. The insulin pump will not be returned for analysis.